Event description:
It was reported that before use during preparation, the proximal shaft near the hub of a 2.75x18 mm rx xience pro stent delivery system (sds) separated into two pieces. The device was not used and there was no patient involvement. Another device was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro is currently not commercially available in the us. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.